Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. Per t:slim x2 user guide (with cgm integration): wireless communication does not work well through water so the range is much less if you are in a pool, bathtub, or on a water bed, etc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the customer's body or damp clothing may have been obstructing the connection between the transmitter and pump on some occasions; however, these root causes could not be confirmed. Connection had resumed prior to the customer's contact with tandem technical support.